Event description:
The customer reported that two cyclesure biological indicator (bi) control ampoules placed in the incubator did not change color after it was crushed. It was reported that the incubator was set to the correct temperature. Both bis were from the same lot. The asp customer care reviewed the bi storage information with the customer. The customer did not respond to asp's attempts in retrieving more information.